Event description:
Doctor used product and noticed the product was kinked during procedure. No pt injury.

Manufacturer narrative:
Technical eval: two catheters were returned; however, the incident description appears to give info for only one device. The first device had a sharp kink 32 cm from the hub. The kink collapsed the lumen of the device. The second catheter was kinked 36 cm from the hub and it has a 2 mm flat section that reduced the lumen diameter. The damage to these devices indicates that they were probably bent by manipulation during the procedure. The DHR of this mfg lot has been reviewed and is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on august 28, 2009. Incident # 0140. Part # 0854 / b. Reperfusion catheter 032. Lot # f12509. A review of the device history record (DHR) was completed on part # 0854 (lot # l12509). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot was associated with ncr 532 because the mandrel could not be inserted into the catheter after hub molding. The lot was 100% sorted and the sort resulted in 11 unit out of 16 being accepted. (B)(4). The lot has passed all dimensional measurements per spec, in addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. The parts released in this lot met process requirement.